Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 52,2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient had inappropriate shocks due to suspected lead break. Lead was replaced. Patient was fine.